Event description:
It was reported that during preparation for a drainage catheter placement, the packaging of the device had a possible scrape or pinhole. A 8.3 flexima firm drainage catheter was selected to treat the target vessel. Upon unpacking, it was noted that the packaging had a possible scrape or pinhole on it. The device was not used as it could not be confirmed if the packaging was compromised or not. No patient complications were reported as no patient was involved.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).